Event description:
A 72 year old with diagnosis of copd on heparin drip with an infusion rate of 13cc/hr. Rate set and heparin hung at 1230 hrs. At 1345 rn found pump infusing at rate of 250 cc/hr. Pt had received about 125 cc/hr. Heparin stopped and stat ptt drawn.